Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The computer has been returned the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when in the ent application, the equipment screen did not show the operating room (or) layout and some of the instruments were missing from the system. The patient tracker/trackable quadcut was missing. The system would not allow the representative to update to the latest tools discs. A manufacturer representative tried to uninstall and reinstall the software with no resolution. There was no patient present when this issue was identified. This unit is a loaner unit for samples and demonstrations.